Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("irregular bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included human papilloma virus infection. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced the first episode of dyspareunia ("dyspareunia"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), bacterial vaginosis ("infection(bladder/urinary tract/vaginal) type:bacterial vaginosis"), the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("back pain"). The patient was treated with surgery (salpingectomy(bilateral removal of fallopian tube). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown and the back pain was resolving. The reporter considered back pain, bacterial vaginosis, genital haemorrhage, menorrhagia, pelvic pain, uterine haemorrhage, vaginal haemorrhage, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. Diagnostic results: hysterosalpingogram- satisfactory placement and function of bilateral microinserts. Concerning the injuries reported in this case, the following one/ones were reported via medical record: abnormal uterine bleeding. Most recent follow-up information incorporated above includes: on 27-mar-2018: pfs and medical record received- reporter information, patient details, other relevant history, relevant tests, product information and events- abnormal bleeding(vaginal), menorrhagia, infection(bladder/urinary tract/vaginal) type: bacterial vaginosis, dyspareunia (painful sexual intercourse), back pain, abnormal uterine bleeding were added. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("irregular bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia"). The patient was treated with surgery (pelvic surgery on (B)(6) 2016 to try and alleviate the symptoms). At the time of the report, the pelvic pain, genital haemorrhage and dyspareunia outcome was unknown. The reporter considered dyspareunia, genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.